Event description:
It was reported by the patient that their ipg was not communicating with external devices, deeming the ipg inoperable. The patient also mentioned that they had difficulty recharging their device due to the location of the ipg. In turn, the ipg was explanted and replaced and moved. Post op, the patient had effective therapy.